Event description:
Customer reported difficulty in getting device to stick finger when using. Customer stated it is hard to pull the lancet out and sometime accidentally sticks their finger. Treatment information was not provided. A request was made for return product and replacement product was sent.